Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, five resolute onyx drug-eluting stents were implanted; three in the lad and two in the rca. Approximately four months post procedure, acute coronary syndrome was reported and event is related to myocardial infarction. Atrial fibrillation secondary to acute coronary syndrome (non-stemi with pulmonary oedema). Event was treated with medication. Patient recovered. Investigator assessed event is unlikely related to device and antiplatelets.

Manufacturer narrative:
The investigator assessed that the event was possibly related to the anti-platelet medication. The sponsor assessed that the event was possibly related to the device but not related to the anti-platelet medication. The patient was not taking dapt within 24 hours of the event. The myocardial infarction occurred in an unknown vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated event as a non-q wave mi of unknown vessel, 3rd udmi spontaneous. If information is provided in the future, a supplemental report will be issued.